Event description:
It was reported that the patient's medication is scheduled to run out on (B)(6) 2015, and they need to find a new health care provider (hcp) . The current hcp dismissed the patient, and the doctor/relationship had ended. The patient was curious what it meant that the medication would run out, and if air would be delivered. Reassured the patient that the pump will continue to spin its wheels, but nothing will propel forward. It was noted that the hcp made notes in the patient's file, so that no one will take them on as a patient. It was also reported that the patient "doesn't like the pump." The drug that was used via the device system was morphine. The patient intervention remained unknown at the time of this event; if additional information is received this event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).